Event description:
It was reported that after changing supplies, the ilet brought the user¿s blood glucose back into range, but subsequent meal announcements led to low glucose, prompting the user to perform multiple factory resets and to use the ¿less than¿ meal option exclusively, which constitutes incorrect procedure and failure to follow instructions. Symptoms included hypoglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed a usage problem with improper or incorrect method, driven by failure to follow instructions and user interface interactions related to meal announcements, with no device problem found. It was concluded that user handling and unintended use error caused or contributed to the event.